Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 280 mg/dl while wearing the pod between 4 and 24 hours. The adhesive was not sticking well and the pod was falling off. The patient's cannula was found bent when removed from the infusion site (leg). For treatment, they put a new pod on and gave her a correction bolus with the new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was not bent or kinked. Investigation results did not observe any issues that would result in a failure to deliver insulin. No issues were noted with the adhesive pad welds. Residual adhesion was felt when peeling the adhesive pad apart. Due to the device having been worn. The original state of the adhesive pad could not be determined.